Manufacturer narrative:
Media evaluated by bsc training team, medical safety, and clinical specialists: media from the clinical procedure was provided. The media review concluded: can confirm the canted position, but cannot assess position, anchor, size and seal (pass) criteria or confirm shift without prerelease imaging.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx pro closure device and delivery system (wds) was inserted. Upon determining position, anchor, size, and seal (pass) criteria, the position of the device remained suboptimal; however, the physician decided to release the device. After release, the physician noted that the closure device was canted and no longer meeting pass. The patient remained stable throughout the procedure with no complications reported. There was no intervention required or planned and the patient was discharged home.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx pro closure device and delivery system (wds) was inserted. Upon determining position, anchor, size, and seal (pass) criteria, the position of the device remained suboptimal; however, the physician decided to release the device. After release, the physician noted that the closure device was canted and no longer meeting pass. The patient remained stable throughout the procedure with no complications reported. There was no intervention required or planned and the patient was discharged home.